Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and varying pace impedances on the right atrial (ra) lead. The impedances were previously noted to be around 938 ohms, but had decreased to around 300 ohms. The ra lead was surgically abandoned and replaced. This pacemaker remains in service. The cause of the observations was not conclusively identified. No additional adverse patient effects were reported.